Manufacturer narrative:
The logs and archive for the navigation system were reviewed by medtronic personnel. However, the logs and archive provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier corrected. A medtronic representative went to the site to test the equipment. Testing revealed no fault with the device. The problem could not be replicated with the patient from the case. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735736: software version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that they were receiving a low performance error when using the system. They only had one CT loaded. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.